Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined as it was unknown if the reprocessing was conducted in accordance with the instructions for use. The identification of the material was nonconclusive. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found that due to clogging of nozzle, water removal ability does not meet specification/adhesive on rubber has white-clouded area/adhesive on rubber had a crack and remote switch had a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was drainage failure on the evis lucera gastrointestinal videoscope. During testing and inspection of the device, foreign matter was found in nozzle, which had been attributed to inadequate cleaning. There were no reports of patient harm associated with this event. The customer provided additional details regarding the air/water nozzle. The device was cleaned prior to sending into olympus for evaluation/repair. The customer does not know that there was debris adhering to the device. There was no delay in the start of the precleaning. The customer flushed air/water and detergent into the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.